Manufacturer narrative:
It is integra's policy to report all adverse events related to biopatch that concern children. The device involved in the reported incident is not expected to be rec'd for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter at the hospital called the distributor (ethicon) to ask if the product contains latex. The child had a biopatch dressing over his central line. The child had an itchy red rash not located near the site of the dressing.